Event description:
It was reported at the world federation international therapeutic radiology conference that the patient suffered a peri procedural neurological complication leading to death within thirty days of the procedure. The nature of the complication and cause of death were not provided. No other information is available.

Manufacturer narrative:
Date of death: unknown. Date of event: unknown. Device manufacture date: unknown.